Event description:
A customer reported cgm error 42 occurring multiple times on their current pump. There was no adverse impact to the customer's blood glucose level. Customer declined technical support assistance to reload the cartridge but followed instructions to reset the device and rejoin the sensor. A replacement pump was sent, and the customer understood how to transfer settings and connect the cgm. The customer was instructed to return the malfunctioning pump within ten days to avoid being charged and to place it in storage mode before returning.